Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) did not have a countdown display, and the screen was blank with a gray box during shutdown. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the peripheral component interconnect (pci) bus cable. Performance/verification checks all passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.